Event description:
It was reported that the probe of the ultrasonic surgical device broke and fell outside the patient body. The event occurred during an unspecified therapeutic procedure for an inflammatory disease. The procedure was completed with similar device. There was no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. And the probe was confirmed, to be broken. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been less than 1 year, since the subject device was manufactured. Based on the results of the investigation, the broken probe was likely, due to the following mechanism: 1. The probe encountered hard tissue such as bone or calcified tissue or with metal clips, stapler needles or other surgical instruments. 2. The coating on the probe peeled off, due to ultrasonic vibration. The probe was also scratched. 3. The probe was subjected to a load of seal & cut or tissue grasping, causing a crack starting from a flaw, resulting in error code: u504. 4. The probe was subjected to a load and broke. However, the root cause of the reported event could not be determined. The event can be detected/prevented, by following the instructions for use (IFU), which state: do not activate output in seal & cut mode, while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature, due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation and/or falling off inside the body cavity and/or partial separating. ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while, grasping hard tissue such as bone or highly calcified tissue or hard objects such as metal clips, stapler other instruments or forceps and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section. As the heat generated, by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly, during activation. A scratch on the probe tip could occur, due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. If the grasping section, metal-exposed area around it or the probe tip gets stuck to tissue, during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it. The fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output, due to destruction of the insulation structure. This supplemental report includes a correction to g2 to provide information, that was inadvertently not included in the initial medwatch. An update has been made to d4, d9 and h3. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.